Event description:
The jig broke during surgery delaying it by 22 minutes.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported breakage without the instrument to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.